Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that the needle had fractured. The fracture site and type was consistent with bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foriegn: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the needle of juggerstitch was fractured during surgery. The fractured piece didn't remain in the patient body. Attempts have been made and there is no further information at this time.